Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during pre cardiopulmonary bypass, when assessed a well of water was found at the pump motor and a hairline crack in the pump head.   *no consequences or impact to patient, *product was changed out, *procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 14, 2018.   (B)(4). The returned sample was visually inspected and no crack or damage on the pump that would be indicative of integrity issues. The barbed ports were also visually inspected for damage for potential issues with tubing connections, and no damage noted on the inlet or outlet port of the sample. The returned sample was leak tested twice by, setting up on a drive motor, connecting to a saline circuit, and set the rpm at 150 rpm, and left for 12 hours. No leak noted. It was also pressurized to 20 psi with air, submerged in a water bath for a minute, and no leaks was noted from the unit. A retention sample form the same product code and lot number was evaluated the same way, and no leaks were observed when circulated for 12 hours. It was also pressurized to 20 psi with air and submerged in a water bath for a minute. No leaks were noted. The reported event could not be recreated, therefore a definitive root cause could not be identified. Potential root causes could be inadequate tubing connections causing a slow leak in the system. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.